Event description:
It was reported that an alert/notification settings occurred frequently between (B)(6) 2026. Performance data was reviewed. The allegation alert/notification settings was not found within the investigation window. The allegation was undetermined. However, it was found that an app crash occurred. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).